Manufacturer narrative:
(B)(4). Same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by pain in her stomach. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13a28053 and h13b26089 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.